Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the universal cord was broken, and the distal end of the insertion section light guide bundle was dented. Component failure of the universal cord and the lightguide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord and the lightguide bundle due to overall degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.